Event description:
It was reported that during the surgical procedure, the customer experienced multiple 20008 and 20013 system error codes. No pt harm was reported. The procedure was converted to traditional open surgical technique to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field servide engineering concluded that the system faults experienced by the customer were associated with the extended pt side manipulator (psm). The system was repaired by replacing the affected extended psm. The extended psm was returned to isi for failure anlaysis investigation. Engineering discovered that a potentiometer had malfunctioned, thus denerating the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical technique to complete the planned procedure. As of july 19, 2006, there have been no reported recurrence of the issue at this hospital.